Event description:
It was reported that prior to implant, the ICD was found in back up vvi mode. The ICD was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory to have been caused by a power on reset that occured after charge completion. The cause of the reset was an anomalous component on the hybrid circuitry.